Event description:
Healthcare professional initially reported right side "rupture". Later reported additional event of "capsular contracture baker grade iii". Device has been explanted and replaced.

Manufacturer narrative:
Clarification for zip code : (B)(6). Additional email address : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture, baker grade iii.